Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma, capsular contracture baker grade iii.

Event description:
Healthcare professional reported for the right side device "bilateral capsular contracture," "with some bilateral peripheral radial folds," and "minimal amount of homogeneous liquid adjacent to the implants." Device remains implanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified: deformation in the shell, encapsulation and red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported the device has been explanted.